Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the urine meter bag did not drain properly and as a result, the patient experienced a urinary tract infection.